Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. E1: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set tap not sticking event on 07-may-2024. It came off from skin after he went to shower. Non-serialized product being replaced. No further information available.